Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the condition could not be confirmed. No failure associated with the reported condition was noted. Ref: (B)(4).

Event description:
Report received from USA stating that the attachment device could not be "removed from motor." The device was used during a surgical procedure. No patient injury or medical intervention occurred. There was no additional info provided.